Event description:
Literature was reviewed regarding combination of or transition between deep brain stimulation and responsive neurostimulation for the treatment of drug-resistant epilepsy. Multiple manufacturer¿s devices were implanted in the study population, but only medtronic was called out referencing ant dbs implantation. The following medtronic devices were used: 3389 leads. Among 3389 products and related patient's adverse events/device product performance issues include: 1. It was reported that 1 patient had their electrode revised.

Manufacturer narrative:
Continuation of d10: product ID 3389 lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.